Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the head physician observed that the nibp value was still displayed, although the patient had died; this confused the head physician. It was unknown if the customer was alleging that the device was involved in the death of the patient at the time this report was due. The device was in clinical use at the time the issue was reported; the death of a patient was reported. This was reported to have occurred on (B)(6) 2017. Patient details were not available at the time this report was due.

Manufacturer narrative:
A philips product support engineer (pse) reviewed the available data from the customer. Philips uses a very sensitive algorithm to determine meaningful readings for neonates/adults with compromised circulation (weak pulse -> low oscillation amplitude). The ability to measure patients with compromised circulation was a request by several customers and this has been implemented and improved over the years. This required sensitivity, in combination with artifacts and/or cuffs exposed to vibrations, can lead to false readings in very rare situations. This is more likely to occur with the cuff not applied to a patient. When a patient dies, there are still some things going on in the body, and this can be measured as false nibp readings that are not in an expected range. There was no product malfunction. A philips product support engineer (pse) reviewed the available data from the customer. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.